Manufacturer narrative:
Kongcharoensombat, w. (2014) clinical outcome of medial opening wedge osteotomy with t-locking plate: two years follow up. Malaysian orthopaedic journal 8:1, 50-56. This report is for one (1) unknown tomofix system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: clinical outcome of medial opening wedge osteotomy with t-locking plate: two years follow up. Kongcharoensombat, w. (2014) clinical outcome of medial opening wedge osteotomy with t-locking plate: two years follow up. Malaysian orthopaedic journal 8:1, 50-56. This was a study of 22 patients of mean age 33 years ranging from 17-53 between march 2005 and april 2008 at (B)(6). The surgical procedure for all patients was a modified tomofix-ao surgical technique. One patient experienced an intra-articular fracture of the lateral tibial plateau during postoperative radiograph observation. Ten weeks later, the patient had complete-bony union. There were no other instances of nonunion or implant failure. This report is 1 of 1 for (B)(4). This report is for an unknown tomofix plate.